Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tka, the surgeon mistakenly impacted the universal notch prep punch into the pegged universal notch guide. As a result, the punch was impacted a wrong way and the surgeon could not remove the punch from the guide. The surgeon says the root cause of this mistake is no marking of "#6" on the any punches."